Event description:
The ecpiratory non-return-valve will not open. The pressure increase and the sv300 give high pressure alarm. The "membrane" are not opened because the skin from the silicon adhere on the frame.